Event description:
It was reported that there was a pericardial effusion. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. It was reported via social media that "the patients blood pressure went down and their heart rate increased to around 178bpm. They experienced chest pain and had blood and fluid build up around their heart. This required a drain to be put in." The patient recovered well following these events and is now on plavix and 81mg of aspirin.